Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to have a radio frequency (rf) telemetry anomaly. No intervention was performed. The patient's status was unknown.